Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. A follow up will be performed and a potential lead revision is being discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient was hospitalized, and the lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. B1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6a: implant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. A follow up will be performed and a potential lead revision is being discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient was hospitalized. At this time, this system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. A follow up will be performed and a potential lead revision is being discussed. At this time, this system remains in service. No adverse patient effects were reported.